Event description:
A male pt was implanted with a gore propaten vascular graft two years ago (date unk) in an above-knee fem-pop procedure. About six week ago (unspecified date), the pt presented with a swollen leg. Perigraft fluid accumulation was observed the entire length of the propaten graft. The fluid was drained. The drained flue was tested and was negative for infection. Within two weeks, the pt returned with the same complaint. The accumulated fluid was drained form the pt's leg. The test was negative for infection. The graft remains implanted.